Event description:
According to the reporter: the pt alleged injury. On (B)(6) 2006 pt underwent surgery to repair a ventral hernia using a kugel patch secured with protack staples. In 2007, the pt had to have loose pieces of the kugel patch that were obstructing her bowels be removed. During that surgery another ventral hernia was discovered. This hernia was repaired using a second kugel patch secured with protack staples. Later, the pt began experiencing severe abdominal pain, vomiting, and nausea. The pt needed to undergo another surgery to remove a part of the second kugel path from her intestine. During this operation it as discovered that a piece of the kugel patch and/or protack staple had eroded into the pt's small intestines causing intestinal perforations and a hole in the small intestine. Fluids leaking from this hole caused an infection in the pt.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on: 07/29/2014.